Event description:
Olympus received a medwatch stating, "during cystoscopy, the universal light source cord is connected to the scope for visualization. At some point, the surgeon disconnected the light source and placed it on the pt's leg. Staff was not aware it was disconnected. After the case, a pencil eraser sized 1st degree burn was noted to the pt's leg."

Manufacturer narrative:
Olympus contacted the user facility to obtain more detailed info regarding the reported event, and was informed that at the end of a therapeutic cystoscopy, the user disconnected the cystoscope from the light cord (subject device) and placed the tip of the light cord on the pt's leg. It was then reported that after the procedure the pt sustained a first degree burn on the leg. The staff indicated that the pt's outcome was due to user error and not due to a device malfunction. The subject device was said to have been used with a stryker's light source. The pt did not require medical treatment and the pt was discharged from the user facility after the procedure. The subject device was not returned to olympus for evaluation, as the device was returned in the cycle of use. This report is being submitted as a medical device report in an excess of caution.